Manufacturer narrative:
Event dates estimated. The UDI number is unknown as the part and lot numbers were not provided,. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effects of mitral regurgitation, stroke (cerebrovascular accident), transient ischemic attack, hemorrhage, heart failure, mitral stenosis, cardiac arrest, emboli and failure to retrieve mitraclip system components (foreign body in patient) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Additionally, due to the limited information available, and this article covering several patients across different sites, a cause for the patient effects of mr (recurrent and worsening), cerebrovascular accident, transient ischemic attack, hemorrhage, heart failure, mitral stenosis and cardiac arrest could not be determined. The reported embolism and foreign body in patient however, are related to the clip detaching from both the leaflets (expulsion). The reported patient effects of death, mitral regurgitation, stroke (cerebrovascular accident), transient ischemic attack, hemorrhage, heart failure, mitral stenosis, cardiac arrest, emboli and failure to retrieve mitraclip system components (foreign body in patient) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. Attachment: literature titled, multisociety expert consensus systems of care document 2019 aats/acc/scai/sts expert consensus systems of care document: operator and institutional recommendations and requirements for transcatheter mitral valve intervention.

Event description:
This is filed to report heart failure, cardiac arrest, embolism, foreign body, hemorrhage, transient ischemic attack, recurrent mitral regurgitation, worsening mitral regurgitation, mitral stenosis, prolonged hospitalization, medical intervention, surgical intervention. It was reported through a research article identifying mitraclip devices that may be related to: heart failure, cardiac arrest, embolism, foreign body,hemorrhage, transient ischemic attack, recurrent mitral regurgitation, worsening mitral regurgitation, mitral stenosis which resulted in prolonged hospitalization, medical intervention, surgical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "multisociety expert consensus systems of care document 2019 aats/acc/scai/sts expert consensus systems of care document: operator and institutional recommendations and requirements for transcatheter mitral valve intervention." No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [article (3).pdf].